Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. There was oversensing. Multiple short ventricular-ventricular sensed events of greater than 220 ms are observed on the (B)(6) 2011 at approx. 03:35. (8 episodes non sustained tachycardia). In addition there was interference/noise observed as seen in a high short interval count (sic). Sic counts are observed with 359 counts on the lifetime counter, all of these counts occurring since the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. There was also high resistance/impedance with an out of trend sub threshold lead impedance patient alert observed on (B)(6) and (B)(6) 2011. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the device on the day of death recorded a patient alert, ventricular fibrillation/tachycardia, non sustained ventricular tachycardia episodes, short ventricle to ventricle intervals, and oversensing. The cause of death was requested and not received. No autopsy was performed.